Manufacturer narrative:
Device evaluation of monitor was completed. The monitor was unable to power on or complete a download during detect and treat testing. The cause of the failure was due to a defective component on the c/a board. The root cause of the defective component could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power on.